Event description:
A 34 cc intra-aortic balloon was inserted sheathless in surgery when the pt was having difficulty coming off bypass. Immediately after insertion, blood was noted in the extracorporeal tubing indicative of a leak. The balloon was immediately discontinued and a 40 cc balloon was inserted. The physician felt it may have torn upon sheathless insertion.